Manufacturer narrative:
Device evaluation summary: evaluation of the event included a review of the downloaded software flags files (attached). The device was powered from the day prior ((B)(6) 2015) at 16:12:22 until the morning of the event ((B)(6) 2015) when the device was shutdown by battery pack and electrode belt removal at 09:38:41. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The flag files do not indicate any device malfunction that caused or contributed to the reported event. The software flag files do not indicate that there were any ventricular arrhythmia detections, bradycardia detections, or asystole detections on the day of the event. Therefore, there are no associated ECG recordings. There is also no available holter data during the time of the reported event so the patient's rhythm at the time of the event is unknown. The current medical condition of the patient is unknown. Monitor sn (B)(4) and belt sn (B)(4) were returned and processed through incoming functional testing at zoll manufacturing corporation. During incoming functional testing of the monitor and electrode belt, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Further evaluation of the monitor indicated that there were corrupted files on the sd card, resulting in the loss of holter data. During the review of the software flag files, battery runtime expired events were observed the morning of the reported event ((B)(6) 2015). Battery sn (B)(4) was inserted into the monitor the previous evening on (B)(6) 2015 at 16:12:22 at a full charge capacity of 1877mah and a remaining capacity of 1875mah. The minimal difference in full capacity and remaining capacity indicates that the patient had charged the battery before using it in the monitor. The runtime expired events began on (B)(6) 2015 at 07:50:54 and the device prompted replace battery notifications beginning at 08:45:51. At 09:38:41 the electrode belt was disconnected and the device was shutdown normally. There is no indication that the battery did not have sufficient capacity to continue to power the monitor when the device was shutdown. The device was not powered on again until 21:23:59 using the same battery pack. The report of the gong alarms aligns with the replace battery notifications. The reported event occurred in the morning but the exact time is unknown. Therefore, it is unknown who disconnected the electrode belt and shutdown the device. Review of the last two battery use cycles indicated that the patient used the battery on (B)(6) 2015 for approximately 28 hours and on (B)(6) 2015 for approximately 25 hours. During the use on (B)(6) 2015, a battery ir test was performed and completed successfully. The battery was returned and evaluated at the distributor, but was not processed through complaint evaluation. The battery was able to power a monitor and charge at the distributor. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, and software flag files. The following factor could not be ruled out as a contributing cause of premature battery runtime expired events: battery left in monitor for greater than 24 hours during previous use cycles. Device manufacture date: monitor: 03/09/2015, electrode belt: 11/05/2010.

Event description:
A us distributor contacted zoll to report that the patient was found 'cold, blue, and foaming at the mouth' on the morning of (B)(6) 2015. The exact time of the reported event is unknown. A gong alert was reportedly coming from the device at the time the patient was found. The patient was taken to the hospital and placed on life support in the ICU.